Manufacturer narrative:
Incident information was reviewed; however, there was no reported device malfunction and the product was not returned. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The reported patient effects of pseudoaneurysm and pain are known adverse events associated with use of suture mediated closure devices. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined and the treatment appears to be related to the circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
Subsequent to the initially filed report, the hospital reporter provided no additional information including treatment for pseudoaneurysm, or if any was performed. No additional information was provided.

Manufacturer narrative:
The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was achieved using a proglide device after an unspecified procedure. Reportedly, after the procedure, the patient experienced leg pain. A pseudoaneurysm was noticed. Treatment has yet to be provided. There was no reported clinically significant delay in the procedure. No additional information was provided.